Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly the base. A piece approximately 0.375" x 0.085" was found to be broken off and the broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted transanal total mesorecta excision surgical procedure, the harmonic ace tip broke and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained inside the patient. The surgeon stated that there was no instrument collision. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a laparoscopic instrument to retrieve the fragment. All fragments were retrieved; no additional surgical procedure was required to remove any fragments. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The surgeon was not aware of what caused the instrument to break. The instrument was in use for about 15 minutes when the issue was identified. The instrument was inspected prior to use and no damage was noted. The issue was identified during the dissection; there were no issues with the functionality of the instrument noted prior to the reported issue. The fragment did not fall inside the patient during instrument tip inspection. The instrument was not removed during the procedure, prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula, there was no damage noted to the cannula, and there was no damage to the instrument after the event occurred. The patient did not return to the hospital due to experiencing any post-surgical complication related to the retaining of a foreign object. There was no video recording of the procedure available for isi or review.